Event description:
Additional information stated the patient had discomfort since implant and that in the last week prior to report ¿the pain had become unbearable.¿ it was also stated the patient experienced a ¿heat¿ like sensation and a ¿biting sensation¿ at her implant site a week prior to report. The patient reported that at the same time it ¿felt like there were sores on the bottom of her feet.¿ the patient further reported that she was in ¿so much,¿ ¿horrible¿ pain and that she ¿did not think she could wait a week until her appointment due to the pain.¿ the patient stated she had not experienced any falls or traumas. It was reported that when the patient ¿touched things around the house she received a lot of shocks.¿ it was further reported the patient¿s pain had ¿been getting worse over the last two weeks¿ prior to report and that she ¿had to put ice packs on her feet.¿ it was stated that ¿both sides¿ of the patient were ¿affected¿ and that it was ¿mostly the right side.¿ the patient was reported to have experienced ¿pain from the implant going down her leg.¿

Event description:
It was reported that the patient stated that 'nothing was working in her back.' The patient further stated that 'she still had a lot of pain in her back since the implantation of the device.' It was noted that the patient's right leg was stiff and felt numb. The patient indicated that she was unable to use the bathroom. The patient stated that her physician performed some tests and determined that the implant site was swollen. The patient was given a prescription by her physician, but was unable to have it filled due to issues with her insurance. The patient stated that 'she was not able to do her job or find another job because she had the implant.' Removal of the device was discussed by the patient. It was noted that the patient had a physician's appointment on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient turned the device off, she still felt stimulation. It was noted that this was causing her pain below the implant site and in her right foot. It was noted that this issue began about 6 months prior to the report. It was noted that even if the patient turned the implantable neurostimulator (ins) off, her body still moved and shook hard. It was noted that when the patient drove, her right leg became numb and burned. It was noted that the patient had an appointment with a manufacturing representative and physician a month prior to the report. It was further noted that "supposedly, they would be taking out the ins or replace it." It was noted that the device "hurt and it hit or punched her abdomen area."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with her doctor and the manufacturer's representative on (B)(6) 2014. It was noted that the patient experienced a loss of therapeutic effect. It was noted that the device had not been working for the past three months and she wanted it removed. It was noted that the device had been getting hot starting four months ago, but had been getting worse in the past three months. It was noted that the patient had a "throbbing to her stomach area" for the past three months that was causing nausea. This sensation was described as a "throbbing motion in the front, low abdomen area." It was noted that the patient reported stimulation in the wrong location. It was noted that the stimulation was not working for her back. It was noted that the ins was implanted in the patient's right side lower back. It was stated that the patient's right leg and foot get numb at times. It was noted that when the patient was driving she would feel like she needed to pull over to the side because her right leg and foot were numb. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device is the patient¿s back was not working. The patient was feeling numbness all over her body and the battery felt like it was biting her. Everything below her back was numb, especially her right leg. Her right leg was also really stiff making it difficult for her to drive. It was reported it was not letting her move and she could not feel the right side of her body, especially her right side where the battery was implanted. It was noted because the patient has diabetes they had been injecting hormones in her back. The patient thought her spinal cord stimulator (scs) was not working and since she had been taking hormones she had been having allergies and vomiting. It was reported the patient¿s symptoms started some months ago and the patient wanted her device removed. The patient had an appointment with her implanting physician yesterday. Additional information received three days later reported it felt like the patient¿s implantable neurostimulator (ins) was moving/had moved. The patient noticed this about a month ago. It was noted the patient had not had any falls or trauma. It was reported the movement of the ¿pump¿ was causing her pain/discomfort on the right side at the ins site. It was also reported about a month ago, her stimulation would not turn off even if she turned the ins off. She would turn the ins off and continue to feel stimulation sometimes hours after. The patient¿s feet also felt like fire/burning; her feet felt like they were asleep, she had pain in foot and leg from stimulation. It was reported the patient was suffering and she could not work or drive. It was verified the patient¿s ins was currently on 0.4 v with the icon of a person lying and she wanted her device off. The patient was instructed how to turn it off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information [it was reported it felt like the patient's implantable neurostimulator (ins) was moving/had moved. The patient noticed this about a month ago. It was noted the patient had not had any falls or trauma. It was reported the movement of the "pump" was causing her pain/discomfort on the right side at the ins site. It was also reported about a month ago her stimulation would not turn off even if she turned the ins off. She would turn the ins off and continue to feel stimulation sometimes hours after.] Was previously reported in MFR report # 3004209178-2014-00821. Any additional information received will be reported in MFR report # 3004209178-2014-00821.